Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified wear abrasion, fold creases, brown particles in the fill channel, and an opening on the shell. A leak test and microscopic analysis were performed which identified smooth crease opening on the posterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a smooth crease opening on the posterior side assessed as a fold flaw opening. Additional, corrected, and/or changed data.

Event description:
Healthcare professional additionally reported "lateral migration of the implant pocket" and "hole in crease."

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported left side deflation. The device was explanted and replaced.